Manufacturer narrative:
Evaluation was completed on october 28, 2005. The infusion pump was tested for flow accuracy at 100ml/hr. The pump failed the accuracy test with a flow value of -8.35% below the desired amount. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
Baxter technical services reported that the pump was returned for service with an original reason for return. "Under infusing". No pt injury associated. No additional info provided.